Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the head had intermittent telemetry and that its cable needed to be replaced. It was to be sent on for repair and restock and its cable saved for failure analysis testing. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was broken. It was further reported that it had already been replaced. The programmer head was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.